Manufacturer narrative:
The ion selective electrode (ise) system is calibrated every 12 hours and qc is run at that time. Calibration and qc results have been within the lab's established ranges. The customer was provided with the twice-weekly flow cell maintenance procedure. A field service engineer (fse) was worked with the customer by phone. The na reference and the na measuring electrodes were replaced. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. The initial na results in the range of 144-156 mmol/l were reported out of the lab. The samples were repeated and lower results were obtained. Amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.